Manufacturer narrative:
The device was discarded adn will not be returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the cannula was not properly inserted at the infusion site and that her blood glucose reached 400 mg/dl/ she went to the ER for treatment. She was diagnosed with diabetic ketoacidosis (dka) and was treated with fluids and an insulin drip. The pod was discarded.